Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure on (B)(6) 2022. On (B)(6) 2022, it was noted that the right ventricular (rv) lead exhibited high capture thresholds and failure to capture. The lead was explanted and replaced.

Event description:
The patient was in stable condition post-surgery.